Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that the reported insulin is indicated for use with tandem supplies for 2 days. The caller acknowledged and understood.